Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 3 of 4 reports for the mayfield system linked to mfg report numbers: 3004608878-2025-00148. 3004608878-2025-00149. 3004608878-2025-00150. A facility reported that the mayfield swivel adaptor (a1018) needs to be checked as it got loose/became unlocked during surgery, resulting in whiplash for the patient. It is unclear if the event led to increased surgery time. No further information is available.

Manufacturer narrative:
The mayfield swivel adaptor (a1018) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the inspection of the swivel adaptor a1018 with the serial number (B)(6) shows the retaining ring on the base is missing and therefore the torque screw was loose. To resolve the issues, the swivel adapter¿s nylon washers and the retaining rings were replaced, and the unit was reassembled. The functional test was carried out successfully and the device meets manufacturer specifications. Root cause - the complaint is confirmed via inspection of the unit. The retaining rings and washers needed replacement due to wear. The probable root cause is mishandling and routine wear of the unit. No corrective action has been initiated for the same or similar issue. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a